Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level was 407 mg/dl. A systems check with tandem technical support verified the pump was functioning as intended, however, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer.